Manufacturer narrative:
The complaint of drain, drain broke near the junction site is inconclusive due to no sample returned for evaluation. (B)(4).

Event description:
(B)(4). It was reported that the drain broke near the junction site. Associated mdrs: 1018233-2013-02927 and 1018233-2013-02928.